Event description:
It was reported that the patient faced an infusion set cannula slightly bent event on (B)(6) 2026. The insertion site was the abdomen and infusion set was in use for one day. Patient also experienced high blood glucose level at the time of the event and patient took correction injection via mdi to resolve the issue.

Manufacturer narrative:
MDR (B)(4) / initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.